Event description:
It was reported when using the bd pyxis¿ medstation¿ es, experience drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found that drawer 1 was off the bus matrix and drawer 6 full height was sticking due to the rails. Both rails were replaced, and the matrix was plugged back in, resolving the issue. The customer inventoried and tested the drawer in hardware test application to confirm everything was working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, experience drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.